Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and insulin pump was over delivering the insulin. Blood glucose level was 40 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported event. Customer was not using auto mode feature at the time of reported event. Customer alleged insulin pump over delivering the insulin because insulin pump deliver the insulin without user input. Insulin pump will be and reservoir will not be returned for analysis.